Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Device received with missing display window cover, end cap address label missing, scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment and minor scratched lcd window. The information that provided with the initial report was incomplete. The remaining information has been included with this report.

Event description:
It was reported that the insulin pump had insulin flow block alarm, customer changed whole set. The insulin pump passed both high pressure test and self-test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experiencing high blood glucose. Blood glucose level was 409 mg/dl at time of incident. Customer reported that the insulin pump was not working. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was not active. Customer was neither in emergency room, nor admitted into hospital. Customer does not allege insulin pump was under delivering. Customer reported that bolus history displays all bolus entries based on their recollection. Customer treated with bolus through insulin pump and shots. The insulin pump will be returned for analysis.